Manufacturer narrative:
H.6. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. No root cause can be determined as no samples were received. H3 other text : see section h.10

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657. Batch no.: unknown. Complaint 1 of 2: leak identified when using bd 3ml syringe (luer-lok tip) with bd maxzero (microbore extension set , IV connector). Leak not present when using other size syringes. This is a recurring problem with these two devices regardless of the lot number of either device

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch (B)(4). Without knowing either the manufacturing location or the lot # for this device, the PMA/510(k)# could be k151766 or k980987. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3 ml ll 200 s/c experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 309657, batch no.: unknown. Complaint 1 of 2: leak identified when using bd 3 ml syringe (luer-lok tip) with bd maxzero (microbore extension set, IV connector). Leak not present when using other size syringes. This is a recurring problem with these two devices regardless of the lot number of either device.